Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the fluid invasion in the air tubing is not able to be determined. The instruction manual contains the following warning, which may have prevented the fluid invasion in the air tubing: "do not prepare, inspect, or use the light source with wet hands." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source color image is too pale. The event occurred during set up, prior to an unknown therapeutic procedure. During a standard service inspection of the customer returned device, fluid invasion in the air tubing was noted. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, fluid invasion in air tubing, damaged scope socket tab not protecting the socket pins, and deformed turret plate were noted. In addition, an olympus lamp was over 470 hours and the light output was below specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.